Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the button appears to be loose. Customer stated that the button was not held down and "thinks the looseness of the button triggered the button alarm". Customer's blood glucose level was not impacted. Customer reported they will continue to use the pump for insulin therapy.